Event description:
During verification testing at the service center, the ac power cord was noted to have a bent prong.

Manufacturer narrative:
During testing, the ground prong of the ac power cord plug was found to be broken. If the ac power cord was attempted to be removed from the outlet by pulling it out at an angle, it is possible to damage the ac power cord blades. A probable cause for the broken prong on the ac power cord was used in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.